Event description:
During initial testing at the manufacturing facility, it was found that the device did not sound an audible alarm tone. Note: the device was received from the customer with a report of an error code.